Event description:
It was reported that a power on reset (por) was noted when the implantable pulse generator (ipg) was interrogated. All parameters remained at original settings and testing was otherwise normal. Battery voltage was not available, but it was discussed that this would be updated during the nightly measurement. The device remains in use. No patient complications have been reported as a result of this event.